Event description:
It was reported on (B)(6) 2026 a 22 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f torqvue delivery sheath for a left atrial appendage (laa) closure. The patient's activating clotting time (act) was 237 second. Heparin was administered. Heart rhythm was normal sinus rhythm. During the procedure, transseptal puncture was made at the inferior and mid location. The lobe was partially unsheathed to a ball and was caught in the pectinate. The device was readjusted then device went to triangle. Angiography was used to confirm the location. The pericardium lit up with contrast. The amulet and delivery sheath was removed from the patient. A 27 mm non-abbott device was placed using a non-abbott delivery sheath system, but not released. A pericardiocentesis was performed and the non-abbott device was released. The amulet was not implanted. Blood continued to bleed through the drain. 50 mg of protamine was administered, and the act went down to 144 seconds. Bleeding still continued and the blood was returned to the patient. In an attempt to control bleed, biogel was delivered into the drain, in the pericardium. The bleeding continued. Open heart surgery with computerized tomography (CT) was used to find the source of the bleeding. A puncture at the base of the mitral annulus, near the pectinated area was discovered. The punctured was sutured closed and the bleeding stopped. Patient remained intubated and was transferred to the ICU. The patient was stable. The physician believes the perforation was caused by the end pin of the amulet getting caught in the pectinate.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.